Event description:
The customer reported that there was black fluid coming out of the cf-h180al evis exera ii colonovideoscope after reprocessing using a reprocessor from another manufacturer. Fluid from the insertion tube changed to gray, but eventually turned black. The customer did not know the cause of the issue. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, no black or gray fluid was noted to be coming out of the scope. The light guide prong and mount were loose. The plastic cover, rubber, glue, switch/camera, insertion tube, control body, light guide tube and boots, and scope connector were non-olympus parts. Non-olympus repairs were found on the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received reported that the scope was used for a colonoscopy. The scope was precleaned immediately after the procedure was finished and then brought to the cleaning room where it was properly cleaned and brushed through all channels with single use brush. The scope was tested with channel check and then placed in a medivator for final process.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the durability of the device was insufficient due to a third-party repair. Therefore, internal material leaked out to channel. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the instrument channel.¿ ¿as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage.¿ olympus will continue to monitor field performance for this device.